Event description:
It was reported that the programmer would not boot up. The programmer will be returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the programmer was not booting up, it was attributed to a faulty micro processing unit (mpu) board, which was replaced and the hard drive reimaged. Analysis also found a broken screw on the power cord bay, corrosion on the case of the power supply and that the system fan was intermittently noisy. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.